Event description:
During an atrial tachycardia procedure, the hd grid and tacticath were inserted into the right atrium of the patient. When attempting to remove the hd grid catheter, resistance was noted and it was observed the tacticath would move with the hd grid. The tacticath was removed first and the hd grid was successfully removed afterwards. Upon removal, the outer material on the paddle of the hd grid was torn, exposing the internal components. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One advisor¿ hd grid mapping catheter, sensor enabled¿ was returned for investigation. The distal coupler was displaced and the outer spline was torn exposing the nitinol frame. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage to the paddle is consistent with damage during use.